Manufacturer narrative:
Received one used nc100 neutron for inspection. Fluid residuals were observed in the housing of the neutron body. No mating devices were returned to be evaluated. The neutron was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated during testing and cannot be confirmed.

Event description:
The event involved a neutron® where the customer reported that methotrexate was leaking into a nonfluid pathway and out of the sealed connection. The event occurred during a flush. The patient was able to receive a full dose of the drug and the cap was changed afterwards. A small amount was in contact with the patient¿s burn net that was covering the peripherally inserted central catheter (PICC) and was cleaned up. There was no adverse impact and no hole, cut, tears reported. There was patient involved, no patient harm or adverse event reported and no delay in therapy.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact: (B)(4), quality assurance coordinator the stevens company limited 9390 boul des sciences anjou, qc h1j 3a9 canada 1-855-660-7750 / 514-352-5652 kawtar.kibal@stevens.ca.